Event description:
Additional information received reported impedance checks were performed and returned normal results. It was noted the patient was receiving normal and effective pain coverage and the pinching had subsided. It was stated no further interventions or procedures were scheduled or planned.

Event description:
It was reported that the patient was in a car accident two days ago and it seemed like the stimulation was malfunctioning. It was noted that it seemed like it was ¿pinching right in the center of the back¿ and if they decreased stimulation it just stayed the same, it was a ¿steady buzzing.¿ it was noted that the patient had called the health care professional (hcp) and had an appointment tomorrow and the manufacturer representative would be there as well.

Manufacturer narrative:
Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).